Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe pain in the right side") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and pain ("pain"). The patient was treated with surgery (essure implant removal). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain and pain outcome was unknown. The reporter considered abdominal pain and pain to be related to essure (ess205). Further company follow-up with the consumer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain in the right side/pelvic pain") in an adult female patient who had essure (ess205) (batch no: 508292) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, thyroid disorder, grand multiparity and hot flashes. In 2005, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain and dyspareunia had resolved and the vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion date: on (B)(6) 2006 (per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2006: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, dyspareunia. Further company follow-up with the consumer, lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs received. Lot number and lab data added. Historical condition added. Events : pelvic pain, abnormal bleeding (vaginal), menorrhagia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain in the right side/ pelvic pain") in an adult female patient who had essure (ess205) (batch no. 508292) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, thyroid disorder, grand multiparity and hot flashes. In 2005, the patient had essure (ess205) inserted. In (B)(6)2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the pelvic pain and dyspareunia had resolved and the vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion date : (B)(6)2006 (per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2006: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer, lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 21-feb-2019: quality-safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.